Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile monitoring application was not sending transmission. No troubleshooting taken. Sent email to patient advising to keep the application working on the background. Also provided the patient on how to refresh the application and restart the smart device. The patient management database confirmed that the mobile monitoring application did not have any successful transmissions since the date of the call. It was also reported that the patient was unsure if the implantable pulse generator (ipg) was working. The mobile monitoring application and ipg remain in use. No patient complications have been reported as a result of this event.